Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. Subsequently, this led to pericardial effusion, and the physician made a decision to replace this rv lead. No additional adverse patient effects were reported.